Manufacturer narrative:
Insulin pump had a button error alarm and no act button response due to corroded keypad traces. Insulin pump was received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose at that time was 154mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.